Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10447. The pt reported experiencing pain at the ipg site and temperature issues while recharging. The pt stated she would like to have the system removed. The pt plans to undergo surgical intervention at a later date to resolve the issue. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This device model number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.